Event description:
Surgeon implanted a lens. The lens trailing haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused thelens to tear. The injector model msi-pr and cartridge mode mtc-60c fp. Lot numbers were unknown. Lubricant used; healon.